Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735825r, h3, h6: multiple fdd/annex a codes were reported. A05 was coded for cable cover slid off, axiem box was damaged, and no longer able to connect to the port. A07 was coded for had exposed wires. A020602 was coded for cable was missing the lemo connection. The system was serviced in the field by a medtronic representative. The electromagnetic navigation interface unit (axiem) breakout box was replaced, because of damaged lemo connector. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while unplugging the electromagnetic navigation interface unit (axiem) box, the end of the cable cover slid off. The silver portion of the lemo connector was missing and completely off the cable. The axiem box was damaged. The system was no longer able to connect to the port on the navigation system. The electromagnetic (em) interface's cable was missing the lemo connection and had exposed wires. There was no patient involvement.

Manufacturer narrative:
H3, h6: the em interface, lot number: 603000862, was returned to the manufacturer for analysis. There was a missing lemo connector. The cable going into housing was loose. They installed a new lemo and tightened the cable. Unit functioned as intended. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.